Event description:
It was reported that the foot peddle¿s coblation setting regulator isn¿t working. The plasma is very weak and does not cut the tissue effectively. There is a lot of charring, intermittently coagulation blue light also is seen, coagulation does not work at all, hazard light comes up. Extra bleeding was presented.

Manufacturer narrative:
The controller was returned as an MDR for evaluation and intended for treatment. There was a relationship found between the returned controller and the reported incident. The visual inspection of the returned system found no visible damages and no manufacturing abnormalities were found. The warranty void is untouched and in its original condition. The controller was functional tested (blue foot pedal) and released a not functioning coagulation during the test. The output voltages were too low, creating the complaint. The complaint was verified and the root cause root cause of the complaint was determined due to an electrical component failure. There were no indications that would suggest that the system did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Based off the description of the complaint, there are several factors that could contribute to the reported event such as the foot control connector becoming disconnected from the controller display, an issue with the controller's connector port or a failure with the foot control. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.